Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device results were 6.9, 5.9 with a repeat test of 5.2, and 5.0 inr. The corresponding reported lab results were 4.65, 3.64, and 2.98 inr. These are three different patient results.